Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was returned for investigation. The investigation could not duplicate the customer complaint that the pump was noisy. The pump was installed into a test ventilator and allowed to run for over thirty six hours. The pump was checked periodically and no abnormal noises were observed.

Event description:
Covidien received information stating that during patient use of the ht50 ventilator, it was found to be noisy and a patient could not sleep well. Although the ventilator did not stop cycling, the patient was transferred to another ventilator. There were no negative patient consequences reported.